Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2024 where it was determined that the patient's extensions were tight and caused the patient to experience neck pain and lack of movement. The extensions were explanted and replaced to address the issue.